Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker was explanted and replaced due to advisory. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this implantable pulse generator (pacemaker) was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable. No evidence of device defect, malfunction or damage outside the bounds of normal medical use was found.

Event description:
It was reported that this pacemaker was explanted and replaced due to advisory. No additional adverse patient effects were reported.